Manufacturer narrative:
Device evaluation not completed. The device was returned unrepaired due to insect infestation. The manufacturer previously reported a ventilator was alarming when plugged into ac power and the lcd screen was blank. There was no allegation of patient harm or injury. The device was returned to the manufacturer for evaluation. Upon receipt, the device was found to have insect infestation. The device was not evaluated. The device was returned to the customer unrepaired.

Event description:
The manufacturer received information alleging a ventilator was alarming when plugged into ac power and the lcd screen was blank. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.